Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2018, the patient had a return of the pain they had prior to getting the implant. The pain was everywhere. They tried charging the ins on (B)(6) 2018, but couldn't because they were getting a poor communication message on the recharger and the programmer. It was noted the patient last charged the ins on (B)(6) 2018. Troubleshooting could not be performed due to lack of access to the external equipment. They were redirected to the doctor to check the implanted system. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via the manufacture representative reported that they had forgotten to charge and that the ins went into overdischarge. The rep reset the ins and cleared power-on-reset. The issue was resolved. No further complications were reported.